Event description:
The patient had been experiencing withdrawal symptoms. The catheter was reported to be not functioning correctly. The catheter was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.